Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke at 60 joules and 26 minutes of use. A second fiber was used to complete the procedure. There was no information regarding patient status.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual inspection under magnification was able to identify a glue failure. The glass cap moved freely and independently of the metal cap. It was noticed during physical examination of the tip that the metal cap was not securely attached to the device; it was able to be removed easily from the outer tubing. There was detritus on the metal cap, which is evidence of tissue contact. During functional evaluation the fiber was tested with the hene (helium-neon) laser fixture. The aim beam was not aligned to the output window. The fiber passed a signature verification test and no issues were noted with the connector, tabs or segments. Analysis of the returned device did not identify the reported fiber break, visual examination with magnification did not identify any indication of breakage along the fibers length. Based on the observed glue failure a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The failure that contributed to the observed glass cap freely moving from the metal cap likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended wen the fiber is used per the instructions for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser bean output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke at 60 joules and 26 minutes of use. A second fiber was used to complete the procedure. There was no information regarding patient status.